Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified low sensor scan results perceived to be low. As a result, the customer experienced tiredness, headache and loss of consciousness and was unable to self-treat. Customer required treatment at a medical facility where unspecified blood glucose levels were retrieved from an hcp meter and the customer were provided glucose (i.v.) To boost blood glucose levels. No other treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug is properly seated and no physical damage is observed on the sensor patch. The sensor was found to be in sensor state 1(indicates the sensor was never activated). An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified low sensor scan results perceived to be low. As a result, the customer experienced tiredness, headache and loss of consciousness and was unable to self-treat. Customer required treatment at a medical facility where unspecified blood glucose levels were retrieved from an hcp meter and the customer were provided glucose (i.v.) To boost blood glucose levels. No other treatment or medication was reported. There was no report of death or permanent impairment associated with this event.